Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia after announcing a ¿usual¿ breakfast, receiving an automated 15-unit meal dose on the ilet, and dropping from 154 mg/dl to 65 mg/dl; the user¿s endocrinology team recommended a soft reset and to announce meals as ¿less than usual¿ due to small meal sizes, and customer care guided continuous glucose monitor (cgm) pairing, infusion set and cartridge setup, and transition to bionic mode using a 23" 6 mm infusion set and libre 3 plus cgm. No adverse clinical symptoms associated with low blood glucose requiring treatment reported. Outcomes included user self-treatment with oral glucose without hospitalization. Investigation of this case revealed use-related error in meal size announcement leading to an insulin dose that was higher than needed for the reported intake, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the device and use error related to meal announcement selection.